Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a percutaneous coronary interventional procedure. Reportedly, when the needle plunger was pulled, no suture was on the tip of the needles. During deployment of a second perclose proglide device after the lever was lifted up, when the device was retracted to check the foot against anterior wall of artery, the device was came out of the artery. Manual arterial compression was used to achieve hemostasis. After the device was picked up for shipment to the manufacturer the posterior foot was found to be missing. A computerized tomography was performed, the foot was not found. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.